Manufacturer narrative:
The date returned to manufacturer was inadvertently documented as jun 8, 2017 in the initial report. The correct date was jun 6, 2017. Device evaluation: further investigation of the device determined that the machine did not function and the control unit was defective. This information did not change the assignable root cause of improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device motor was not functioning and was defective. It was noted that the device was not working. It was further determined that the device failed pretest for check attachment coupling, check the off/oscillation/on switch mode function, check the oscillation angle, check switching function, check the triggers and electronic control unit (ecu) function, check compatibility between colibri I/small battery drive (sbd) and colibri ii/sbd ii, and check the function with the electric pen drive (epd)-console, and check the power with test bench. It was noted in the service order that the device did not turn on anymore, even after trying different batteries and different battery casings. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.